Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the hex mating tip is cracked on 3 adjacent angles with material bent slightly outward. The report indicates the pa was using the driver in good bone without excessive force when the driver cracked. The likely cause for the instrument to crack along 3 adjacent angles is off axis force applied to the driver during use. The redundant instrument provided in the kit was used to complete the surgery without a delay.

Event description:
On (B)(6) 2009, the sales representative reported that the surgeon's physician assistant (p.a.) Damaged the sequoia modular screwdriver during surgery. Additional information received from the sales representative on (B)(6) 2009: a primary fusion surgery was performed on the pt on (B)(6) 2009. The p.a. Was working in the sacral area on good bone not using a great deal of force when the sequoia modular driver cracked. No pieces came off of the driver. There was no surgical delay, and the sales representative had another of the same driver that was utilized to finish the surgery.